Event description:
It was reported that the pump exhibited battery issues, pharmaguard data transfer recommended. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The right plunger case was cracked. Error codes were found in the event history log (ehl). After start up and testing the battery the customer issue was confirmed. The battery would not hold a charge and the event log history is getting full. The root cause of the reported issue is due customer use and normal wear on a battery that is over eight years old. To correct the issue, the event log history was cleared, and the battery was replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms#\(B)(4).

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on (B)(6) 2022, the unit did not fail during use with a patient. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D1: brand name: medfusion 3500 pumps, model number: 3500.